Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation as it was reported to have been discarded. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was not returned for evaluation, the root cause for the calcification, insufficiency, and leaflet tear cannot be conclusively determined. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 29mm pericardial aortic valve was explanted after an approximate implant duration of fourteen (14) years, three (3) months, and eighteen (18) days due to prosthetic aortic valve dysfunction and severe aortic valve insufficiency. The patient was noted as doing fine. The explanted device was not available for return. Per obtained medical records, the patient presented with complaints of severe progressive shortness of breath and during workup was found to be hyponatremic. Echocardiography revealed severe prosthetic aortic valve insufficiency. Intraoperatively the valve was excised and one of the leaflets was found to be calcified and completely separated from the post. A non-edwdards valve was used in replacement. The patient was transported directly to the surgical heart unit in satisfactory condition. The patient was discharged in stable condition on post-operative day four (4).